Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation; visual analysis was performed which identified fold creases, wear abrasion, brown particles in fill channel and an opening on anterior. Leak test was performed which identified leakage per brown particles, these particles were removed and, subsequently, a leak test was performed which identified no leakage in the valve. Microanalysis identified an opening on anterior with striated edge assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -opening due to surgical damage. Surgical planning: allergan relies on the surgeon to know and follow the proper surgical procedures with natrelle® saline-filled breast implants. Proper surgical planning such as allowance for adequate tissue coverage, implant placement (i.e., submuscular vs. Subglandular), incision site, implant type etc., should be made preoperatively. The surgeon must carefully evaluate implant size and contour, incision placement, pocket dissection, and implant placement criteria with respect to the patient¿s anatomy and desired physical outcome. Planning should include clear delineation of aesthetic goals to ensure mutual understanding between surgeon and patient. The surgeon should observe current and accepted techniques to minimize the risk of adverse, and potentially disfiguring, reactions.

Event description:
Health professional reported a device was implanted more than 3 years after expiration date. Device has been explanted.